Manufacturer narrative:
Method: the xenograft remains implanted and not available for evaluation. Therefore, a comprehensive re-review will be conducted of manufacturing records, sterilization run reports, environmental monitoring results, quality control / assurance reviews and release, and the complaint database for related complaints associated with lot mp153801. Results will be provided in a follow up report once the investigation is completed. Remains implanted.

Event description:
Rti surgical, inc (rti) received a complaint notification on (B)(6) 2017 indicating that a patient underwent implantation of a fortiva porcine dermis graft for a ventral hernia repair on (B)(6) 2017. On (B)(6) 2017, the patient presented to the emergency department with abdominal pain and distention. A cbc showed elevated white blood cell count. A CT scan of the abdomen showed a rim enhancing fluid collection. There were two surgical drains in place. The patient was hospitalized and treatment was started with intravenous ertapenem. On (B)(6) 2017, a percutaneous image guided drainage of the anterior abdominal wall fluid collection was performed. The graft remains implanted. Additional information has been requested. To date, rti has not received any additional information.

Manufacturer narrative:
Methods: the xenograft was not returned for evaluation. Therefore a comprehensive re-review of manufacturing records, sterilization run reports, quality control / assurance reviews and release, and the complaint database for related complaints associated with the lot was conducted. Results: there were two departures noted during records re-review for lot mp153801. One departure was associated with a graft that was missing after the sterilization process. However, this did not affect the other grafts in the sterilization run. The investigation concluded that there were not more than one graft in each packaging and therefore the rest of the grafts were not affected by the departure. The second departure was associated with the expiration date on the labels. The expiration date for the labels for the batch did not coincide with the relevant specification. The investigation concluded that the date on the labels was 29 days shorter than the specification and therefore there was no quality risk for the grafts. These departures did not have a negative impact to the quality of the complaint graft. Serial ID (B)(4) met all rti/tmi specifications and release criteria prior to distribution. Xenografts manufactured from lot mp153801, underwent a validated sterilization methodology: tutoplast®, which includes terminal sterilization by gamma irradiation after packaging. To date, rti/tmi has manufactured and distributed a total of (B)(4) xenografts from lot mp153801 without related complaints. Based on our records re-review and the complaint information provided to date, it is more plausible that the patient's post-operative complications were associated with an event or source extrinsic to the xenograft implant.